Event description:
Pt is ventilator dependent. At 12 noon, a respiratory therapist responded to a high-pressure alarm on the ventilator. Therapist suctioned and "ambued" the pt, but high-pressure alarm continued. Therapist noticed a "flapping" sound within the ventilator filter. The filter was holding 40 cm h20 of peep. The filter was removed, and problem immediately resolved. Upon inspection of the filter in 12/02, it was noted that there was resistance in moving air through the filter, and it appeared to be partially blocked. Additionally, when blowing air through the filter with an ambu, soap-sud-like bubbles appeared on the expiratory side of the filter.